Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal end of the electrode was torn and was covered in blood. Also noted the lead appeared damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure, the lead dislodged. It was also reported that the physician retracted the helix in an attempt to reposition the lead; however, when the physician re-extended the helix it "couldn't be whirled out gradually but popped out." The lead was removed. No patient complications have been reported as a result of this event.